Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's parents contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. During the night, the patient was in the two hour warm-up period of a new sensor session when they experienced low blood glucose. Patient was given insulin earlier that evening but did not eat enough carbohydrates to balance it out. Glucagon was administered and the paramedics were called. However, patient had stabilized by the time the paramedics arrived and they did not administer any treatment. At the time of contact, the patient was fine. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The receiver being used at the time of event of returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. There was no alleged malfunction to the device.